Event description:
It was reported that the patient developed an infection over the neurostimulator. She was at home using IV treatments with antibiotics. The physician did not remove the device and told the patient to continue to use it. The patient will be following up with her physician. Further information is being requested from the hcp.